Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, clonidine and baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and spinal cord injury/disease. The date of the event was (B)(6) 2015. It was reported the patient's head was "killing" them. The patient followed up with the healthcare provider. The pump site was swollen and it was believed the "catheter came out". The catheter was revised (B)(6) 2015. The patient's spasticity had improved since getting the pump. The patient was still having pain in her legs and back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the doctor was going to do a dose increase for the patient, but the doctor was not able to aspirate. It was stated that a dye study was performed and was not able to be completed, so the catheter was revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.